Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The battery switch board, power supply and main power cord were replaced and the issue persisted. After further trouble shooting, the failure was traced to a faulty e/p pack. The e/p pack was replaced to resolve the reported malfunction and subsequent functional verification testing was completed without further issues. The unit was returned to service. The defective e/p pack has been requested for return to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 system switched to ups after a procedure while the device was still plugged into a power outlet. There was no report of patient injury.